Event description:
It was reported that the patient presented for a procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited r-wave amplitude variation and the physician opted to reposition the lead. During the repositioning the patient developed a previously unknown 2:1 heart block. The physician decided to use a biventricular implantable cardioverter-defibrillator (ICD) instead of a single chamber device. There were no patient consequences.